Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was identified. While unpacking the stent, it was found not to be 'trimmend' well. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 496 mg/dl and 140 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.